Manufacturer narrative:
. The device was manufactured october 4, 2017 ¿ october 5, 2017. The device was received for evaluation with approximately 23ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates - this occurred in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after 24 hours of infusion, approximately 10ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.